Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the navigation system became unresponsive while navigating. The site was able to continue tracking however the navigation system was unresponsive to the mouse. There was no reported delay to the procedure due to this issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.